Event description:
Concern noted for the ICU medical product: closed IV (intra venous) medication set with spiros bonded. During administration of methotrexate to a pediatric patient via the closed IV (intra venous) medication set, it was noted that the medication was flowing into the flush bag system instead of the intended direction through the dual check valve directly to the patient/vascular access device. Failure noted with the "dual one-way valve". This closed IV (intra venous) administration set has a back check valve between the microclave and portion of the tubing that connects to the flush bag. Failure of the valve can lead to retrograde flow to the flush bag. In this case the issue was identified due to the medication being yellow and easily visualized in the tubing up and into the flush bag. This would not be easily identified with colorless medications. The product involved is 'set transfer 107 inch dual check valve microclave luer lock with spiros bonded', ICU medical b33895.